Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant of the intrathecal catheter, the physician was inserting the "lead" when he realized that a loop was created in the intrathecal space. He tried to extract the catheter but he found a lot of resistance. The physician pulled the "lead with the guide wire inside." He managed to extract the guide wire which was stretched, but the catheter fractured at 18cm from the distal end. He could not remove the fractured segment of the catheter from the canal. The physician implanted the remaining part of the catheter and he connected it to the pump. There was no injury to the pt and the pt was reported to be doing "fine". The physician was confident that no migration will happen.